Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The following fields are being corrected: h6 component code. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. There was no delay to the start of precleaning. The nozzle was flushed with water and air. The customer did not soak the endoscope in cleaning solution. The nozzle was wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer had no concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. Olympus will continue to monitor field performance for this device. And "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. [Inspection of endoscope] 3. Abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and parts falling off on the outer surface of the entire length of the insertion tube including the curved part and tip. Visually check that there are no [inspection of secondary water supply function] 1. Connect a syringe filled with sterile water or tubing connected to a water pump to the luer fitting of the secondary water tubing (see figure 3.29). Feed water and visually confirm that water comes out of the sub-water inlet at the tip of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. Watertightness was not maintained due to perforations in the secondary water supply channel. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The insertion tube was discolored and wrinkled. The watertightness of the zoom lever was not maintained. The operating part was discolored. The adhesive of the bending section cover was cracked. The air and water nozzles were clogged and the draining function was reduced. The adhesive part of the objective lens had come off. The watertightness of switch was not maintained and the switch was worn out. Cracking of operation part was recognized. The air/water supply cap was loose. Peeling of the paint was noted on the air/water supply cylinder. The operation part cover surface was unclear. Wrinkles were observed in the universal cord. Water coverage was recognized on the electrical connector. The scope connector was corroded. The scope connector seals were peeling off. Follow up performed requesting additional information regarding the event; however, no response was received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, malfunction of the zoom/focus switching function of the evis lucera gastrointestinal videoscope was noted. The device was returned and an evaluation revealed foreign object in the nozzle and the auxiliary water supply channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.